Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (posterior leaflet prolapse.) The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. The first clip was implanted successfully. It was noted that after deployment of the second clip, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. The procedure was concluded with a resulting mr of grade 1. It was noted that there were difficulties with visualization throughout the procedure due to patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.